Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that for two months, the patient had pain around the stimulator and was bothered about the stimulator although it still worked and had a good effect. This resulted in an emergency room visit on (B)(6) 2018. Clinically, it looked like the stimulator was tilted. Further stated that the stimulator migrated. You could feel the wire from under the skin. The skin was red with crust formation without a breakthrough of the skin. There was pain around the stimulator. The entire device system was explanted and not replaced the same night. A culture showed s. Epidermidis, a pocket infection occurred. Antibiotics were started. The outcome was resolved without sequelae on (B)(6) 2018. Etiology was related to the device or therapy, and possibly related to the implant procedure. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the issue was unresolved at the time of study exit or study closure. The infection and migration might be caused by the battery replacement on (B)(6) 2018. Not much information was provided. No further complications were reported/anticipated.